Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she had poor communication with the programmer and could not communicate with the recharger. The patient stated that the pain returned and had been so bad in the last month and she could hardly walk because the pain was so bad. The patient was trying to charge and noticed she was not able to charge the implant. The patient reported that she had an overdischarge, but did not remember how many times she had it; she thought this was at least the third time. The change in therapy or symptoms was considered sudden. The indication for use was degenerative disc disease. If additional information is received a follow-up report will be sent.